Event description:
Display/monitor malfunction. Not on patient. No patient harm.

Manufacturer narrative:
Results of investigation: the user interface module (uim) was returned to carefusion's failure analysis laboratory. An investigation was performed and identified the root cause of the reported issue was due to a defective touch screen assembly. The uim control printed circuit board assembly (pcba) was further investigated and the cause of the reported issue was isolated to the integrated chip (ic) connection that was intermittently causing the touch screen to be inactive. No further investigation is needed at this time. At this time, carefusion will track and trend this reported issue and internally investigate the situation.

Event description:
The customer reported that the avea uim (user interface module) had a touchscreen display that was unresponsive to touch commands. The customer reported that the issue occurred during a pre-use check. There was no patient involved at the time of the incident.

Manufacturer narrative:
Based on information from biomed, user interface module (uim) failed. Replacement uim was sent to customer. Faulty uim was returned to carefusion and is awaiting evaluation.